Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9233 serial/batch number n/a was received for investigation. Functional testing found that the device does not function as required. Visual evaluation found that the pegged glenoid guided broach anvil was broken off at the distal end and was not returned for investigation. Visible signs of wear were observed as the laser marks faded. Additionally, multiple discoloration spots and scratches were observed on the device's shaft. It is unknown how many cleaning cycles the device had been exposed to. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported on 11/30/2022 by a sales representative via sems that an ar-9233 glenoid broach malleating part fell off during implant prep . Case involvement, no patient effect.